Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system cannula leaked when the stylus was removed. The following information was provided by the initial reporter: "cannula leaked from the rear end when the stylus was removed."